Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer had a non-recoverable fault. It was noted that the error occurred while changing instruments on the system's universal surgical manipulator (usm) 2. The system logs confirmed the errors indicating that the usm 2 node, axes controller carriage (acc), was not responding. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to power-cycle and perform emergency power off (epo) of the patient side cart (psc); however, the error reoccurred upon powering up. The tse then recommended disabling the usm 2 and provided guidance to the customer for disabling the usm 2 and recovering the fault. The customer continued the procedure without the usm 2; using the remaining usm arms. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system's universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered error 319. The unit also failed on a patient side cart fixture test platform (pftp), as it failed the rolling loop fiber test. The rolling loop fiber cable was swapped with a new one and the error no longer occurred. The original rolling loop fiber cable was reinstalled and the errors returned. The unit was tested on a pftp and passed direction test, lissajous, chipencoder virtual absolute (cva) characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test.